Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The meter and strips were tested with qc material: qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range. All measurements were without error messages. Customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Medwatch fields have been updated.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer tested on the meter with a result of 3.7 inr the customer went to the laboratory within an hour and the result was 2.5 inr. The customer reported the result of 3.7 inr to the doctor. The doctor adjusted the customer's medication based on the laboratory result. The customer's therapeutic range is 2.4 - 2.8 inr. On a different date the customer tested on the meter with a result of 2.9 inr. The result from the laboratory was 2.2 inr. At a different time, the customer got a result of 1.0 inr on the meter and compared it to the laboratory. The customer didn't remember what the result from the laboratory was. No medical treatment was necessary. No adverse event occurred. The customer feels good. The customer has not had any recent changes in diet. The customer is not anemic. The customer has anti-phospholipid antibodies (apa) syndrome. Product labeling states "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e. Elevated inr values." If one has apas, they are instructed to contact their doctor. The meter has never been cleaned. The customer does not take direct thrombin inhibitors. The customer occasionally takes lovenox but was not taking at the time of the 3.7 inr result. The customer started taking lovenox on (B)(6) 2018 and last took it on (B)(6) 2018. The customer was in the hospital for pericardial effusion unrelated to the device. The meter and test strips were requested for investigation. Retention test strips (lot 314048) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.